Event description:
It was reported the implantable neurostimulator (ins) felt like it was flipped; however the flip was not confirmed at the time of the report. The patient had gained a lot of weight since her stimulator was implanted. A coupling problem was reported and how pocket size, depth and location can impact coupling was reviewed.

Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 97792, lot# n447661, implanted: (B)(6) 2014, product type: accessory; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).